Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse suspected the host pc was not booting up causing the system to not boot up. A philips field service engineer (fse) inspected the system on-site as part of troubleshooting, examined the system power supply, network, and power circuit. The fse identified a defective fuse which prevented the host pc from booting up. To resolve the issue, the fse replaced the fuse. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.